Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with 4 glucose tablets as well as a donut and peanut butter. The customer stated that they did not have any site issues. The customer mentioned that they forgot some steps in regards to changing the supplies. The customer declined assistance with the helpline. The customer did not return the product back for analysis.